Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge resection procedure, the stapler was unable to fire and the surgeon was unable to squeeze the handle. There was a problem loading and when the reload was attached, the tech pulled back on the ring handle but the jaws did not close. The tech removed the device then pulled back on the return knobs...then reloaded. But, the ring handle would not work. Another handle was opened and it worked properly with the reload. The patient was alive with no injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.